Event description:
Diabetes educator reported the hospitalization due to diabetes ketoacidosis. The blood glucose reading at the time of the event was 540 mg/dl. Customer was vomiting and pain all over. The blood glucose reading 211 mg/dl. The current blood glucose reading is 127 mg/dl. During troubleshooting, the time and date are correct. The programming is correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.